Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A physician reported during a laser assisted cataract surgery, the capsulorrhexis was not complete. There were adhesions that were freed with a cystome blade. A notch was seen in the anterior capsule rim. Additional information has been requested.

Manufacturer narrative:
The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).